Event description:
It was reported a patient presented with near syncope due to crosstalk inhibiting ventricular pacing. Patient is pacer dependent. Lead proximity was noted to be within limits. Reprogramming was unsuccessful. Device was explanted and replaced.

Manufacturer narrative:
The reported field event of crosstalk was not verified in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found. Crosstalk could not be reproduced. The root cause could not be determined.